Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a distal right coronary artery (rca), thrombotic lesion. A 2.5x18mm xience sierra stent was successfully implanted. On (B)(6) 2019, the patient had an myocardial infarction with new stent procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number: (B)(4). Additional information was received from the physician, reporting that the device was unrelated to the myocardial infarction. As the event is now assessed as unrelated to the device, the event would not be MDR reportable. No investigation is required.

Event description:
Subsequent to the previous medwatch report, the additional information was received: another revascularization was performed as treatment. Per physician, the myocardial infarction was unrelated to the device and unrelated to the index procedure. There was no device malfunction and no reported device restenosis or thrombus.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.